Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all buttons a little harder to push. The customer¿s blood glucose level was unknown. The customer also stated that insulin pump had unexplained no delivery alerts, slower to rewind at times and smell insulin sometimes when rewinding. The insulin pump will not be returned for analysis.